Manufacturer narrative:
Findings: pump was received with a33 error alarm during basic occlusion test and unable to prime at 4.0 lbs during prime/a33 test due to faulty fsr(gold). Unit had cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose was 163 mg/dl. The customer stated insulin continues to drip after motor stops during the manual prime. Customer stated they are unable to exit the preparing to prime loop. Customer had to a manual injection. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.